Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material, located over the proximal markerband. Inspection of the remainder of the device revealed damage to the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.